Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with approximately 250 units of cold insulin. Then, the user re-entered the change cartridge and fill tubing sequence and the customer inadvertently went through the fill tubing process while attached to the site. Upon noticing, the contact immediately disconnected the customer from the pump. The customer's blood glucose level was 159 mg/dl. The customer was able to load a new cartridge successfully. During a follow-up call, the contact confirmed that the customer's bg level remained in target range and was at 114 mg/dl, at the time of the follow-up call.